Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2018-07151. It was reported the patient experienced ineffective stimulation. Reprogramming attempts were unsuccessful. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-07151. Follow up information identified the patient underwent surgical intervention where the entire system was removed. Additional information also determined the 3186 lead (device 2), ln 3794702, was previously explanted on (B)(6) 2013 for elective reasons.